Manufacturer narrative:
(B)(4). The product was not returned for evaluation. (B)(6) report stated that uncoated diffusive hollow gas fibers with corona layer which stabilizes the attachment to the potting surface. The complaint has been confirmed. (B)(4).

Event description:
Patient was placed on circuit and they noticed leakage from gas outlet. It appears to be similar to the field safety notice that they had signed the week prior. Device will not be returning due to the (B)(6); they decided to discard the oxygenator but did provide a photo.

Manufacturer narrative:
(B)(6) 2015 10:45 am (gmt-4:00) added by (B)(6) ((B)(4)): the device was discard and will not be returned to maquet cardiovascular for evaluation. Photographs were supplied and investigated. A supplemental report will be submitted when the results of the investigation are complete. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4). (B)(6) 2015 03:42 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiovascular for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
Patient was placed on circuit and they noticed leakage from gas outlet. It appears to be similar to the field safety notice that they had signed the week prior. Device will not be returning due to the (B)(6); they decided to discard the oxygenator but did provide a photo.